Event description:
A physicist was performing qa checks (no patient connected) on the varisource afterloader unit and the dummy wire became stuck in the "out" position. The physicist then used the emergency source return hand crank thinking that action would retract the dummy source. Instead, he pulled the active source (activity 5.2 ci) from the shield and created an uncontrolled radiation area. The room was secured, and there was no additional radiation danger to anyone. No patient involved in this incident. Varian medical systems service was contacted immediately.

Manufacturer narrative:
During inspection of the device on site, the following information has been confirmed: yellow warning sticker is attached to the door of the active side, just above the emergency handcrank indicating it is to be used for emergency retract of the active wire only. It is confirmed that during the following service visit, no additional indication for a device malfunction was found.